Manufacturer narrative:
Information indicates this lead will not be returned. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited two high out of range pace impedance measurements. The high out of range pace impedance measurement value associated with the alert was indicated to be 2189 ohms. It was noted there was no noise observed on any stored episodes and the latest presenting electrogram appeared appropriate. The pace impedance was indicated to have been stable prior to the two recent high out of range measurements. The shock impedance was noted to be stable at approximately 90 ohms, which is high but still within normal specification limits. Boston scientific technical services (ts) stated they suspect there may be a rv lead integrity issue developing and noted the lead has been in service for approximately 20 years. Ts suggested to perform rv lead troubleshooting in the clinic by performing isometric testing while checking impedance measurements and looking for noise. Ts also suggested to consider performing a maximum commanded shock test if a rv lead revision is planned. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited two high out of range pace impedance measurements. The high out of range pace impedance measurement value associated with the alert was indicated to be 2189 ohms. It was noted there was no noise observed on any stored episodes and the latest presenting electrogram appeared appropriate. The pace impedance was indicated to have been stable prior to the two recent high out of range measurements. The shock impedance was noted to be stable at approximately 90 ohms, which is high but still within normal specification limits. Boston scientific technical services (ts) stated they suspect there may be a rv lead integrity issue developing and noted the lead has been in service for approximately 20 years. Ts suggested to perform rv lead troubleshooting in the clinic by performing isometric testing while checking impedance measurements and looking for noise. Ts also suggested to consider performing a maximum commanded shock test if a rv lead revision is planned. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.